Manufacturer narrative:
B3 - date of event was unknown, hence captured as first day of ICU aware month. The product was not returned; therefore, the alleged defect could not be confirmed without evaluation of the complaint sample. Based on the provided lot number, gc015771, the associated part number is ft15ln90nsc861n. The manufacturing specification requires a cuff symmetry ratio of 1/3:2/3. All customized devices undergo 200% inspection for symmetry¿once by the operator and again by a quality inspector. This lot successfully passed both inspection stages.

Event description:
It was reported that tracheostomy tube the cuff appeared lopsided and irregular. There was patient involvement, but no harm.